Event description:
In 2009, pt had implant of a 28-16-120bl bifurcated device and a 34-34-80l infrarenal proximal cuff extension. The physician planned to extend down to the right iliac, however, there appeared to be good seal at the end of the case. The pt developed a distal type I endoleak in the right iliac. At approx 5 months later, the pt was treated with a 20-20-55l limb extension with good results.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Per the physician, at the time of the initial implant, there appeared to be good seal. No conclusion can be drawn.